Event description:
A customer reported that he has been wearing the fs navigator (regularly) for a year and has been getting skin irritation since then that have got worse in the course of the year regardless of the lot of the sensors. The customer was treated with an antibiotic, centrism, for 4 weeks. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The device history record (DHR) review of for navigator sensor delivery kit (B)(4) with the assigned lot number of n1030701 is complete and confirms that the lot met all acceptance criteria required for realease.